Event description:
It was reported that, during preventive maintenance, the ht70 ventilator failed circuit check. There was no patient involvement at the time of the reported condition. The service engineer (se) inspected the device and verified the reported problem. To resolve the issue the se reconnected the luer locks connecting the paw (low proximal pressure) and pint (internal pressure) pressure lines to their respective transducers. The unit passed circuit check.